Event description:
Pump declared an altitude alarm condition, resulting in insulin suspension. Customer's blood glucose impact was unknown as no specific value was reported. Technical support advised the customer to remove obstructions and clean the pump, then instructed them to load a new cartridge and resume insulin delivery. Despite these actions, the alarm recurred, leading to the decision to replace the pump and cartridge. Customer was informed that a replacement pump with updated software would be sent, alongside training resources. They were advised on storage and return procedures for the problematic pump, with communication confirmed regarding steps for receiving the new pump.